Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review was performed for the product and failure mode reported, there have been further instances in the past three years. The device, intended to be used in treatment, has been returned and evaluated establishing a relationship with the reported event. Visual inspection confirmed silicone remained on the carrier, functional evaluation confirmed reduced adherence. The root cause has been identified as raw material issue. A corrective action is being carried out into this failure mode. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, allevyn life heel's silicone remains on the removable plastic part of the dressing. No case reported, therefore, there was no patient involvement.